Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12 september 2024, it was reported by a sales representative via email that an ar-3687 knotless tensionable fibertak biceps was reported to have failed during use. This occurred on (B)(6) 2024 in ascot hospital during an unknown procedure. It was reported that the anchor was implanted and when trying to shuttle the knotless mechanism, the anchor failed and jammed prematurely. It was stuck and was unable to deploy. The surgeon had to remove anchor and implant an another. The case was completed successfully using another anchor. There was case involvement.

Manufacturer narrative:
The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use. Per dfu-0054-eo revision 5: " the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.".